Event description:
It was reported that during routine maintenance conducted by a manufacturer field service technician at the user facility, the remb sagittal saw continued to run when no longer activated. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the user facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The reported was duplicated. Upon disassembly, the motor assembly, including the tps flex, was corroded.